Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tandem-provided usb charging cable became frayed. Subsequently, the customer was unable to charge the pump, resulting in the pump shutting off. The customer experienced a blood glucose level was displayed as "high" on the continuous glucose monitor (specific value not provided) and a small ketone level. A manual injection of insulin was administered to treat bg. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable. A replacement cable was sent to the customer.